Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. If a syringe was used [for preparation], attach a prepared inflation device to stopcock. Open the stopcock to the delivery system. Leave on neutral. Prior to deployment, reconfirm the correct position of the stent relative to the target lesion using the radiopaque balloon markers. Deploy the stent slowly by pressurizing the delivery system in 2 atm increments, every 5 seconds, until stent is completely expanded. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
Additional information received states that the xience xpedition stent was pressurized to about 14 atmosphere (atm) and a syringe was used for the inflation attempt. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the moderately calcified, non-tortuous, 80% stenosed, mid obtuse marginal coronary artery, the 2.75 x 23 mm xience xpedition stent was pressurized at the lesion but failed to expand and the stent was not deployed. The device was removed from the anatomy and a different 2.75 x 18 mm xience xpedition stent was implanted successfully without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.